Event description:
It was reported that the ilet was dropped and then stepped on, resulting in a cracked screen and eventual loss of function, after which the device became nonresponsive to inputs and the charging cradle. Symptoms included no alerts or alarms reported. Outcomes included a replacement device provided with instructions to return the damaged unit, guidance to continue cgm use with the dexcom app or receiver, and notification that data would not transfer to the replacement. Investigation included customer service review and coordination of device replacement. Investigation of this device revealed physical damage to the device¿s screen leading to loss of functionality consistent with external impact to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.